Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and defib testing at various joule settings without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.